Event description:
It was reported via stelobot chat that the consumer experienced data inaccuracy. Date of event is an approximation. On the day prior to the report on (B)(6) 2024, the customer did not eat breakfast and went biking. After biking they lost consciousness without warning which they attributed to hypoglycemia. No blood glucose finger stick value was specified at the time, and at some point the stelo biosensor displayed 130 mg/dl. Although the consumer replied ¿yes,¿ to the harm/hospitalization/medical care question on the chat, no other information was specified. The date of insertion and sensor location were not disclosed. There was no information provided to indicate any specific treatment, or medical intervention. No further event details are available because the consumer had not logged in and did not provide contact information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.